Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. One photo showed a syringe with needle attached and no scale markings present on the barrel. One photo showed the top web of a blister pack (p/n 305060). One photo showed a close-up of the top web of the blister pack from batch 9105815. The amount of missing print on the syringe in the photo was rejectable per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10

Event description:
It was reported that 5 syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: 305060 batch no.: 9105815 per pir3013043: blank syringes, no unit markings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringe 3ml ll w/ndl 18x1-1/2 blunt fill experienced scale marking issues which were noted prior to use. The following information was provided by the initial reporter: material no.: 305060, batch no.: 9105815. Per (B)(4): blank syringes, no unit markings.